Event description:
As reported through (B)(4) clinical study, during the transcatheter aortic valve replacement (tavr) procedure, the physician was unable to advance the 20f dilator in the left femoral artery (lfa) (access site) which caused some tearing of the artery. A retroperitoneal access site was used for the procedure and repair of the left femoral artery was performed. The patient required 2-4 units of packed red blood cells due to blood loss and low hematocrit and hemoglobin (h&h). Additional information received through investigation indicates that prior to the procedure, there was concern due to tortuous and severely calcified descending aorta, iliac and common femoral arteries. Vessel size, despite the calcification, was appropriate (9.0-9.9mm). A prior cath proved that a stiff wire would straighten the tortuous vasculature. Following successful deployment of the valve, the delivery system was removed without difficulty. A dsa angiogram was performed, hemostasis of the left common iliac was obtained and a >50% stenosis was noted and attributed to a large piece of calcium in the left common femoral artery at the point where difficulty to advance the dilator was found. This was not noted on the previous angiogram. The operative report for this case was obtained and confirmed the physician was unable to advance the 20f dilator due to a thick shelf of calcium located in the common femoral artery as it was exiting the pelvis and down under the inguinal ligament; the physician decided to open the retro-peritoneum for access. Per the operative report, this event was attributed to inadequate left femoral access which required retroperitoneal dissection and direct left iliac and artery access. The patient was transported to the unit in stable condition.

Manufacturer narrative:
This patient was randomized to (B)(4) clinical study for aortic insufficiency. The access vessel was described as severely calcified and tortuous. Access vessel diameters were 9.0-9.9mm. Prior to the procedure there was concern due to tortuous and severely calcified descending aorta, iliac and common femoral arteries. The device was not returned to edwards for evaluation. The device history record (DHR) review of the effected dilator shows the device met specifications prior to distribution of the device. Per the device's instructions for use (IFU), complications associated with standard cardiac catheterization, the tavr procedure, and use of the transfemoral introducer, dilators, and sheath include but are not limited to cardiovascular injury including perforation or dissection of vessels, which may require intervention. The patient screening manual instructs the operator on proper peripheral vessel assessment, taking into consideration calcification, tortuosity, and minimum vessel diameter. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. In this case, the access vessel diameter was adequate (minimum required vessel diameter for a 26mm sapien xt/ 19f sheath =6.5 mm), however the vessel was severely calcified and tortuous. It is likely that patient and procedural factors contributed to the reported event. No further actions are possible.